Manufacturer narrative:
Estimated date of event. The additional proglide and prostyle devices are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of an unspecified vessel using a proglide and two prostyle devices after an interventional angioplasty procedure using a 5f sheath. Reportedly, when the plunger of the proglide device was removed, a cuff miss [suture retrieval issue] was noticed. An attempt with a prostyle device was then made; however, the same issue occurred. An unspecified issue occurred with the second prostyle device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Estimated date of event. The additional proglide and prostyle devices are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of an unspecified vessel using a proglide and two prostyle devices after an interventional angioplasty procedure using a 5f sheath. Reportedly, when the plunger of the proglide device was removed, a cuff miss [suture retrieval issue] was noticed. An attempt with a prostyle device was then made; however, the same issue occurred. An unspecified issue occurred with the second prostyle device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as needle-cuff disengagement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or needle/ suture pulled beyond point of tautness due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial reports, additional clarification was received. It was reported that this was a closure of an unspecified vessel using two prostyle devices after an interventional angioplasty procedure using a 5f sheath. Reportedly, when the plunger of the prostyle device was removed, a cuff miss [suture retrieval issue] was noticed for both devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The proglide device [(B)(6)] mentioned in the previous report was used in a different procedure. No additional information was provided.